Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon eval, the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the charger bedside board. The cause for the shorted component was liquid contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.